Event description:
Conchatherm humidifier does not alarm when water is not flowing through system. In this instance water bottle was not punctured and water was not flowing into machine. Pt most likely developed mucous plug and became very ill with pneumothoraces, elevated temperature. Numerous procedures performed to save life of this pt.